Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead exhibited varying low voltage impedance measurements, and it was difficult to be advanced. Under fluoroscopy, it was also found that helix was caught on the tissue and unable to be retracted. While attempting the lead to be free from the tissue, it was observed that the helix had stretched. The lead was ultimately extracted and replaced with the new lead. Patient condition was stable.